Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, alleging over the past week, the patient experienced blood glucose (bg) of 45 mg/dl without symptoms suggestive of hypoglycemia as well as elevated bg up to 597 mg/dl with nausea and increased urination. The reporter stated that the patient self treats for the low bg with glucose tablets and did not require assistance. The reporter stated that the day of the call to animas, the patient's bg was 520 mg/dl. The reporter stated that the healthcare provider (hcp) was contacted and ordered the patient an injection of 15 units humalog. The reporter was also advised by the hcp to contact animas to have the pump reviewed for malfunction. The reporter denied any issues with the site/set. Review of the pump by animas customer technical support (acts) revealed the pump was delivering as intended; however, the patient was not bolusing as recommended. The pump history revealed for the past 3 days, the patient only bolused once each day with ez-bg bolus. This complaint is being reported because acts determined that the patient's bg excursions were the result of the patient not bolusing properly for food intake.